Event description:
It was reported that an ilet user experienced dexcom g7 continuous glucose monitor (cgm) connection loss, resulting in the pump stopping automated dosing due to absent cgm data; the user restarted the sensor and replaced the cgm when pairing issues persisted, and cgm connectivity was restored. The user experienced a glucose peak of 210mg/dl with no associated symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an intermittent communication failure consistent with an interoperability issue between the cgm and the ilet system, with the antenna/electrical and magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.